Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. It is possible the suture pulled out due to suture bridge on the anchor breaking due to excess tensioning. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy (B)(4) complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that the sutures from the customer's gryphon p br anchor with orthocord came out of the anchor and they could not use the sutures or the anchor in the case. The case was completed by using another anchor in a new bone hole. There were no patient consequences but an 8 minute delays was reported.